Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers noted during testing. Insulin pump received with cracked case on display window corners, minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the screen on the insulin pump kept scrolling after she was no longer pressing any buttons. Blood glucose level was 165 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.